Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse replaced the psm to resolve the issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported issue during power up.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an error 23019 pointing to arm 3. System logs confirmed error 23019 and 23004. Patient side manipulator (psm) 3 was disabled to continue the procedure. It looks like someone hit arm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the procedure was completed with all arms. The amount of bleeding reported by surgeon was 200 ml and was normal during this step of the procedure. Surgeon had to focus on the coagulation with difficulties. The procedure was completed with a delay of 10 minutes. There was no patient harm or injury.